Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with episodes of right ventricular lead noise being recorded as high ventricular rates. It appears the patient had been having these episodes for at least a year but it was unclear when they started. Isometrics were performed to try to reproduce the noise or any sort of impedance variation, but nothing was found. Programming changes were made because the patient had become pacer dependent.